Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her pump has a blank display. Her blood glucose was 114 mg/dl. She said that she changed her battery and it alerted her that the battery was low. She changed it again and said that her pump was dead and that nothing would come up on the screen. After troubleshooting, the display did not return. The insulin pump will be returning for analysis.